Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Approximately 5 cm of the sheath is buckled near the handle; however, the snare still extends and retracts with an expected amount of force. The snare was advanced into an olympus gif q20 endoscope in a simulated upper gastrointestinal position. The snare extended and retracted with an expected amount of force. A visual examination was performed on the snare head using high magnification. No defects or corrosion of the drive wire, cannula, or snare head were observed. There was no deformation of the sheath at the distal tip or other abnormality observed that might impede movement of the snare head which might lead to buckling of the sheath. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the report indicates that the acusnare polypectomy snare was being used to remove a plastic stent. This is outside of the intended use for this product. It is possible that the user placed additional force on the snare in an attempt to grasp the stent during removal. This could have directly contributed to the observation by the user of buckling of the catheter which can result in difficulty in retraction. The instructions for use intended use states: this device is used with an electrosurgical unit for endoscopic polypectomy. The instructions for use states: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. The instructions for use states: "fully retract and extend the snare to confirm smooth operation". Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acusnare polypectomy snare. The acusnare polypectomy snare was advanced down the endoscope. The physician asked for the snare to be opened, it opened and an attempt was made to close the snare. The snare initially would not close, however, after quite a bit of manipulation the physician was able to close it [difficult retraction]. When removed, the cook district manager examined the snare and found it to be severely kinked. The procedure was completed with this snare with no harm to the patient. It was stated that the acusnare polypectomy snare was being used to remove a plastic stent. This is outside of the intended use for this product as the intended use states: "this device is used with an electrosurgical unit for endoscopic polypectomy".